Event description:
Same case as pr ID(s): 18170978, 18170989, 18170995 it was reported that removal difficulty, stent dislodgement and vessel dissection occurred requiring additional intervention. The patient underwent a complex coronary intervention involving successful rotablation of the left circumflex artery (lcx) and the left anterior descending (lad) artery as well as cutting balloon dilatation. A synergy xd 2.75x48mm was deployed in the distal lad followed by a synergy xd 3.5x48mm covering proximal lad with one or two stent struts into the left main coronary artery (lmca). The stents were post-dilated with a 3.5x20 mm nc balloon distally and a 4.0x8 mm nc balloon proximally. The lcx was then treated, with a guidewire and balloon crossing through the proximal cell stent strut of the synergy xd 3.5x48mm which was deployed in the proximal lad. This was dilated with a 2.5x20mm nc balloon, the cell strut opened but the lcx was very tortuous with three distinct curves of ninety degrees. The synergy xd 2.75x38mm did not deliver down the lcx, so a 6f guidezilla was used, passing through the distal lmca/lad cell stent strut by about 15mm into the lcx, the synergy xd 2.75x38mm was then advanced through the guidezilla but was unable to cross the distal lcx lesion. The stent was pulled back and the guidezilla also came back towards the guide. The distal edge of the synergy xd 2.75x38mm caught the proximal edge of the synergy 3.5x48mm (deployed in the proximal lad), and both stents were pulled back into the guide, becoming stuck. The guidezilla, guide and sheath were then removed together with the stents. The distal lad 2.75x48mm was the only stent that remained in position. A non-flow limiting dissection was noted in the proximal lad and distal lmca and the patient experienced back pain. A new sheath and guide were placed and a synergy 4.0x48mm was deployed over the dissection. Another synergy xd 3.0x16mm was then deployed to cover a gap between the distal and proximal lad stents. The lcx was further ballooned now through the proximal stent struts of the synergy xd 4.0x48mm. These struts opened and allowed placement of a new 6f guidezilla into the lcx. A synergy xd 2.5x48mm was attempted to be deployed but did not cross so it was removed. A synergy xd 2.5x20mm was deployed in the mid lcx and a synergy xd 2.75x24mm covered the proximal lcx. The end result was excellent when assessed via angiography. Some thrombus was noted and managed with a bolus of tirofiban. The procedure was completed successfully, and the patient fully recovered.